Event description:
A customer reported to baxter corporate product surveillance of an all-in-one empty cont. (3000ml) w/3 lead tran. Set, product code 2b8134, lot number unknown, in which a free flow was observed by the IV technician during filling of this bag. It was reported that the technician closed one (1) slide clamp and the spike vent when 800ml of a drug was in the bag. She went to get the pharmacist and when she got back the remaining of the dextrose 50% 500ml free flowed in the bag; prior to this 500 ml being added to the bag a full 500ml of dextrose was initially added to the bag. There was no patient involvement or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed, as the sample was not returned for evaluation.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.